Event description:
Patient reported "firm and looks abnormal due to capsular contracture (baker grade unknown)" and "remove piece of existing breast". Healthcare professional reported rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.